Event description:
Reportedly, this valve was explanted after approximately a 3 year, 2 month implant duration due to unknown reasons. No further information provided.

Manufacturer narrative:
Device not returned.